Event description:
History of left hip fracture with failed component, implant removal of hardware. Pt fell, progressive pain. One month later unable to ambulate. Left hip pin. Removal failed left hip nail, displaced. Conversion to total left hip arthroplasty. Status post displaced left intratrochanteric hip fracture.